Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The analyst noted that visual inspection found the rv exposed coil was slightly stretched causing the adhesive bonding was come off and appeared on the coil surface. The helix would not extend due to drive shaft lug stuck behind the retraction stop. Photos taken and saved. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead, the helix would not deploy and the coil looked disfigured under fluoroscopy. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.